Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. Visual inspection of the device did reveal a damaged door and a broken housing. The cause of the condition was determined to be a wear and tear. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.